Manufacturer narrative:
Concomitant medical products: product ID 3389-28 lot# va25hvf serial# implanted: (B)(6) 2020 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(4), ubd: 30-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the left lead contact #3 was a little crooked. The screwing was carried out as usual and the impedance on contact #3 was high at around 5000 ohms in monopolar mode. The patient was fine, and the ins was still turned off at the time of this report. Additional information was received indicating the crooked lead contact was observed after exposing it in order to connect to the extension. No additional actions were planned to resolve the high impedance at this time.